Event description:
Customer reported: "psi around 25 and mess-up dsa waveform came up regardless of alert wakefulness condition by the module" observed while sales rep was checking equipment. There was no pt involvement.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
The returned module was evaluated. A visual inspection of the external surfaces of the module concluded no external damage was observed. During evaluation the module connection to a known good root device could not be successfully established. No damage was identified in the module via x-ray. Based on investigation above, the reported issue could not be confirmed.